Manufacturer narrative:
Trackwise # (B)(4). The lot #3000263850 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 co2 line was connected to the air supply tube of the btt port and air supply was started, but air supply was not possible; co# was not exhausted from the btt port. Btt port used 20cc air. Flow rate: 4, pressure: 11 mmhg. The patient was replaced with a new vh-4000 (btt port), and insufflation became possible, so the operation was continued. There was no lengthening of the operation or harm to the patient's health.